Manufacturer narrative:
(B)(4). Device evaluation: baxter received a photo of the sample for evaluation. The reported condition of "ruptured reservoir" was confirmed via photographic evaluation. This is a single use device and will not be repaired. Similar reports have been received for the reported problem; this issue is currently being investigated under (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter france the reservoir of one (1) intermate lv100 device had ruptured after filling. According to the report, the intermate was filled with 70ml of sodium chloride and 40ml of cerezyme. There is no patient involvement; therefore, no report of patient injury or medical intervention.